Event description:
The physician removed the programmable pump from the patient. The physician stated that the pump was actually functioning properly. The tubing was not placed exactly in the spine, which caused the medication not to be delivered adequately to manage the patient's pain. The physician also stated that the pump was close to its timeframe for requiring replacement. The or staff were able to use the numbers on the pump and determine that the pump was implanted by another facility 13 years ago.